Event description:
It was reported that the patient's blood glucose level rose to over 400 mg/dl, while wearing the pod for about 10 hours, on their arm. The pod was removed and a brown crusty substance was found inside the pod. Bleeding was reported at the infusion site as well.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the "brown crusty material inside of the pod". Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.